Manufacturer narrative:
Product analysis: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) t-wave oversensing (twos). T-wave oversensing identified in vt-ns and vf episodes leading to inappropriate shock and the lead integrity alert most likely triggered due to t-wave oversensing. The right ventricular lead integrity alert was triggered, and there was the unexpected delivery of a ventricular tachyarrhythmia therapy. Also analysis of the device memory indicated a r-wave amplitude measurement issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead dislodged one week after implant and exhibited oversensing. The lead was turned off and then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead integrity alert (lia) also triggered for elevated sensing integrity counter (sic) and high rate non-sustained episodes.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.